Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, #ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 85 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient fell on (B)(6) 2019 due to weakness and was in a usual state of health at the time. Upon arrival to the emergency department, the patient was found to be severely anemic with low hemoglobin at 5.0 g/dl requiring 2 units packed red blood cells (prbc). At the time of the event, the patient's anticoagulation regimen included warfarin. A few weeks prior the patient reported feeling week and noticing dark stools. During the admission, 3 additional units prbc were transfused in 24 hr period (5 units in total). A colonoscopy and endoscopy were performed confirming a gastrointestinal (gi) bleed. On (B)(6) 2019, an upper double balloon enteroscopy surgery was performed. No additional information was provided.